Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: . H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4315. Zimvie received the reported implant for investigation. A visual evaluation was performed, and it was found that the packaging had already been opened by the customer. No implant/vial was identified inside the packaging. Therefore, the event could not be confirmed. DHR review was completed for the subject lot number 1246221. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1246221 for similar events and no other complaint was identified. Based on the investigation, the most likely root cause determined was improper handling of devices/packaging outside of zimvie controls. Therefore, based on the available information, packaging malfunction and the reported e could not be verified since the condition of the product/packaging as received by the customer was unknown/unverifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed

Event description:
No additional event information received at the time of this report.

Event description:
It was reported that the customer ordered 4 implants however, one (1) implant was missing. The little vial/cylinder container was empty (no implant inside).

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1: patient identifier unknown / not provided, a2: age and date of birth unknown / not provided, a3: patient sex unknown / not provided, a4: weight unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.